Event description:
It was reported on (B)(6) 2013 a 3.0x28mm xience v stent was implanted in the left circumflex (lcx) coronary artery, was post-dilatated and was noted to be well apposed to the vessel wall. On (B)(6) 2013 a 3.0x38mm xience prime stent was implanted in the right coronary artery (rca), was post-dilatated and was noted to be well apposed to the vessel wall. On (B)(6) 2013, the patient was re-hospitalized due to ischemia driven ventricular tachycardia (vt) and per diagnostic angiogram, slow flow was noted due to in-stent thrombosis in both stents. Re-hospitalized clinical treatment involved continuation of medical management with dual antiplatelet therapy (dapt). The patient was discharged two days later. There was no additional information provided.

Manufacturer narrative:
(B)(6). Concomitant product: stent: 3.0x28mm xience v. It is indicated that the device is not returning for evaluation; therefore an analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other device referenced is being filed under a separate medwatch MFR number.